Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial lung resection procedure, the device's knife did not return after sealing. The device was locked on tissue and tissue resection was performed. A new product was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device knife blade was stuck on eschar buildup. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the jaw from advancing and retracting properly. The knife trigger was pressed to release the knife blade from the eschar build up. The jaw was able to retract and advance properly once the knife blade was cleared from the eschar buildup. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial lung resection procedure, the device's knife did not return after sealing. A new product was used to complete the case. There was no patient injury.